Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient. A friend of the patient reported underwent a trial evaluation and they felt the doctor managing the trial ¿"left the wires sticking out way too long because they were getting tugged at¿. It was also reported that the trial patient ended up with some type of infection. The date of the event was unknown but that it ¿was last year¿. The reporter was not sure what the actual cause was but noted ¿it could have been the pt's "fault" but she does not know¿. The reporter confirmed that the trial patient went on to the implanted device following the trial and currently was ¿having consolation to also have a mesh inserted¿. There were no further complications reported or anticipated.